Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some issues with air bubbles in the reservoir and tubing. Customer's blood glucose level was 12.0 mmol/l. The issues was persistent. The device was not returned.